Manufacturer narrative:
The products were not returned for examination. Product information required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported device loosening. It was noted the products were implanted for approximately eighteen years prior to revision. Provided information indicated the products were not suspected of failing to meet specifications or contributing to the event. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.

Event description:
The patient was revised because of loosening of the patella and tibial tray.